Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that (B)(6) 2010 patient underwent a l5-s1 decompression, posterolateral trans lumbar interbody fusion; cage, infuse, left iliac crest bone marrow aspirate. During the procedure a 10-mm x 30-mm cage was now filled with local bone. A single infuse sponge was then wrapped around local bone. The wound was thoroughly irrigated with pulse lavage system. The disk was sucked dry, and the infuse wrapped local bone was placed into the disk space with a cage filled with local bone tapped in behind it. Cage position was checked in ap lateral views. Then 15 mm of bone marrow was aspirated from left iliac crest, mixed with conduit and local bone. The sacral ala and all 5 transverse processes were burred on either side. The compression was placed across both sides across the bars, and locking caps locked. The fins from the reduction screws were removed. On the right side, between the spinous processes, another infuse sponge wrapped around local bone was placed. This in turn was covered with about 10 ml of local bone and conduit, and t10 of local bone and conduit were then stuffed into the left side into the gutter. On (B)(6) 2011 patient underwent a fusion exploration l5-s1, removal of screws l5-s1; decompression of l5 and s1 nerve roots. Per the operative report significant bony overgrowth from previous tlif was noted. On (B)(6) 2013 electromyography report shows¿chronic left l5-s1 radiculopathy. No evidence of active denervation. Part of symptoms probably due to arachnoiditis secondary to scar tissue¿ the attorney additionally reports (claims unverified in medical records). Na...